Manufacturer narrative:
A stryker service representative performed an evaluation of the customer¿s device and was able to verify and duplicate the reported issue. After further investigation, it was determined that the cause of the issue was the customer test load as the defibrillator tester found an open load condition present. The customer was advised to contact customer support to order a replacement test load. The device passed functional and performance testing and was returned to the customer.

Event description:
The customer contacted stryker to report that the device would not recognize the therapy cable. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that the device would not recognize the therapy cable. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.